Event description:
It was reported that the right ventricular lead had high thresholds/exit block and had dislodged. The lead was explanted and replaced. The patient is a participant in the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.